Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date:2007, inratio: >5.0, lab: 2.0-3.0, mean: cannot be determined, confidence limits: cannot be determined. Customer started using the meter in the same month. No specific date was given. Customer only gave a range for the inratio result as well as the lab result. Per internal procedure, the mean of the inratio meter and comparative system inr cannot be calculated. The readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: >5.0, lab: 2.0-3.0.